Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "patient had his folfirinox treatment with us yesterday and went home with chemo via infuser. I received a call from him around midday today to report he noticed his shirt was wet and he could see white substance at one end of the lumen. I asked him to take a photo and upon seeing it, I knew right away it was his chemo leaking. This patient received 2 bags of chemotherapy (at least 300-400ml each bag) before we had to connect him to the infuser and there were no leaks noted while he was having his chemo with us. As a results of this, we had to bring the patient in again today for proper assessment. I flushed his gripper and noted fluid leaking from tip of the extra lumen. I also noticed a very thin crack at the end of the lumen. His doctor was notified of this and because he still has 1 day worth of chemo to finish, we had to re-access his port again and re-attach the bottle." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Powerloc max infusion set with a y-site was returned for evaluation. An initial visual observation revealed use residues throughout the returned infusion set. A needleless injection cap was returned attached to the proximal luer of the device. A functional test of attempting to infuse water into each luer of the returned infusion set using a 12 ml syringe revealed a leak along the y-site luer. A microscopic observation revealed a longitudinally aligned crack along the y-site luer. The crack was observed adjacent to the knit line of the luer. It was determined that the cause of the failure is related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "patient had his folfirinox treatment with us yesterday and went home with chemo via infuser. I received a call from him around midday today to report he noticed his shirt was wet and he could see white substance at one end of the lumen. I asked him to take a photo and upon seeing it, I knew right away it was his chemo leaking. This patient received 2 bags of chemotherapy (at least 300-400ml each bag) before we had to connect him to the infuser and there were no leaks noted while he was having his chemo with us. As a results of this, we had to bring the patient in again today for proper assessment. I flushed his gripper and noted fluid leaking from tip of the extra lumen. I also noticed a very thin crack at the end of the lumen. His doctor was notified of this and because he still has 1 day worth of chemo to finish, we had to re-access his port again and re-attach the bottle." No other information was provided.